Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump was draining batteries quickly. Customer's blood glucose was 145 mg/dl. Troubleshooting was only performed for off no power and customer inserted a new non-recommended battery type. Customer was advised to insert a recommended battery type and call if issues persisted. Customer then mentioned the device had previously alarmed battery out limit and off no power. The device isn't returning for analysis.